Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after doing percutaneous transluminal coronary angioplasty on the left main with the 3.0 x 18 mm xience v. A 2.5 x 15 mm mini vision was selected for the bifurcation. While tracking down the lesion, the stent slipped from the delivery system and went into the lcx. The doctor recovered the stent with the help of a snare. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality analysis of the returned device revealed the stent delivery system (sds) was returned without blood visible. There was contrast visible in the nosepiece. The stent implant was not returned. There were crimp marks on the balloon and between the markers. The balloon was loosely folded. There were two bends in the hypotube, 2 mm 13.5 cm distal to the strain relief tubing. The protective sheath was not returned. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the returned rx mini vision sds. It was reported that the stent implant dislodged from the sds during the advancement of the device, and then was retrieved with a snare device. Analysis of the sds confirmed that the stent implant was not on the balloon when received. Contrast was visible in the nosepiece, which is consistent with the device being prepared for use. In addition, the balloon was loosely folded, indicating that the balloon had been at least partially inflated. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. There was no damage reported as being noted during the inspection prior to use. Potential causes for stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The fact that the balloon had been partially inflated and the lesion was mildly calcified, likely contributed to the dislodgement during the advancement of the sds. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The release testing data was reviewed and all samples from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, also indicating the units had an adequate crimp. In this case, with the info provided and the eval of the device, the reported device issue appears to be related to the circumstances of the procedure and not a product quality issue. In addition, two bends were noted in the hypotube, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. This damage does not appear to be related to or to have contributed to the reported stent dislodgement. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.